Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op for a patient undergoing a procedure of transforaminal lumbar interbody fusion with pre-op diagnosis of lumbar stenosis and the levels implanted were l3/l4. It was reported that, the inserter threads were ruined when tamping in the implant. No fragment of the broken instrument remained in patient. The inserter malfunctioned as it was stripped out the threads and the implant did not expand as it should. The first two threads were flattened in the inserter which bound up the instrument. Inserter was positioned in patient disc space to implant the device and then removed after implant was positioned in place. The device wouldn¿t open the implant and was subsequently detached from the implant. Implant stayed in patient as intended and inserter was removed from patient as intended. The reported product came in contact with patient. There was a delay of 15 minutes reported as result of this event. No further complications reported.